Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 05/24/2021.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of peritoneal dialysis (pd) transfer sets were separating between the female connector and main body. Additionally, the twist clamps were falling off or would not open. This occurred during unspecified process steps of peritoneal dialysis therapy. There was no patient injury associated with this event, however, patients were prescribed prophylactic antibiotics. No additional information is available.